Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported patient had PICC in for approximately 11 days unable to flush or aspirate in correct position and no other problems care. When removed PICC was found to have a define kink in it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with a needleless injection cap. Light use residue was observed on the catheter. A kink was observed between the 7cm and 9cm depth markings. The 8cm depth marking was worn off. Microscopic inspection of the kink revealed the catheter shaft was indented and wear marks were observed around the kink. The indented catheter shaft, wear marks, and location of the kink were consistent with damage caused by compression of the indwelling catheter shaft. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient had PICC in for approximately 11 days unable to flush or aspirate in correct position and no other problems care. When removed PICC was found to have a define kink in it. No other information was provided.